Manufacturer narrative:
G4:04jan2021 b4: (B)(6) 2021 the bio-med confirmed the issue was resolved by replacing the primary speaker. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 10nov2020.

Event description:
It was reported to philips primary alarm failure during start up. The customer reached out to the remote manufacture service technician and indicated error code consistent with check vent: primary alarm failed was present in the significant event log. The remote manufacture service technician advised the customer per service manual revision (rev) k, measurement the speakers, power management (pm) side and motor controller (mc) side and the remote manufacture service technician emailed the customer the software link to 2.30 to help diagnose and advised the customer if does not upgrade then to measure both speaker to see which one and provided part identification for speakers. The device did not have patient involvement at the time the issue was discovered, therefore, there was no patient or user harm reported. The customer advised the issue is resolved.